Event description:
The previously reported changes to cycling programming pertained to another patient. See manufacturing reports 3004209178-2015-13836 and 3004209178-2015-13839.

Event description:
Additional information received from the health care provider (hcp) reported that the patient was still having the shocking sensation. X rays were obtained and were fine. The device was reprogrammed but this did not resolve the issue. It was noted that cycling was enabled. When the health care provider turned soft start/stop off with continuous mode it recreated the same shocking. The health care provider then turned soft start/ stop on along with continuous mode and the patient&#38112;shocking stopped. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that there was a patient in the past that had shocking sensations in their jaw which was related to a specific head manipulation. Internal wires were crossing when the patient moved their head a certain way. They were able to program around it.